Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The investigation unable to duplicate the customer stated problem. According to the investigation, testing was performed, and the device found no issue with "not recognize cassette". The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. Investigator's recommended installing software as preventive measure.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited "not recognize cassette" alarm. No adverse effects reported.